Manufacturer narrative:
Acl fixation was successfully achieved from the initial reconstruction surgery. The patient reported having pain. Apparently, adequate healing had occurred, so the physician opted to surgically remove the implant without any negative effect on acl fixation. The implant was removed, and it was reported that acl fixation was maintained. Despite more than one request for follow up information, only limited product information, and no patient information was available at the time of this report. No patient injury was reported as part of this complaint, however, this report is being submitted as a "serious injury" event due to the need for surgical intervention.

Event description:
Patient complained of pain following acl reconstruction surgery. The device was surgically removed.